Manufacturer narrative:
He subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that this phenomenon was attributed to the physical stress or the chemical stress being applied to the insertion section, such as rubbing the insertion section, inappropriate reprocessing, poor condition of the storage cabinet (environment exposed to the direct daylight, high temperature, elevated humidity, x-ray and/or ultraviolet), and/or aging deterioration. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off during the incoming inspection of the subject device for the repair at olympus (B)(4). There was no report of patient injury associated with this event.